Manufacturer narrative:
Terumo is still investigating this issue and will be submitting a follow-up report when more info becomes available. (B)(4).

Event description:
It was reported by the user facility (B)(6) to terumo cardiovascular that during cardiopulmonary bypass procedure, the centrifugal pump lost flow after they went on pump. The pump corrected itself after it was wiggled. The user facility reported that the unit was not changed out, there was no blood loss and the surgery was completed successfully.